Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level had decreased to less than 20 mg/dl. The patient had dinner in which they had administered a bolus correction. It was reported an hour after the patients had administered a bolus they had a seizure. As treatment, the patient was given glucagon gel.